Event description:
A technician reported that the side cuts were not coming completely to the surface. There has been no report of any impact to the pts. Add'l info has been requested on multiple occasions, but no response has been rec'd from the surgeon. Add'l info was rec'd from the clinical applications specialist. This event has occurred a couple of times, but no specific dates or pt data is available. She states that the flaps lifted easily, leaving a slight epithelial defect. The procedures were completed in the normal fashion and a bandage contact lens was used for one day. The va is "the same as normal."

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).